Event description:
The product was used during thorascopic sympathectomy. Reportedly, the clips did not form properly. The surgeon used another device. The hospital has reported no pt injury occurred.